Manufacturer narrative:
(B)(4). Corrected data ¿ lot 18605 was reported incorrectly. The lot reported was 18604 which was found to be an invalid lot. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? No details because the patient has the information¿s in the hands. When using the linx sizing device what technique was used to determine the size? The reported technique. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Not known. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not reported. How severe was the dysphagia/odynophagia before intervention? Strong. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Weight lost. What was the reason for removal of the linx device? Please see the question above. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that lxm14, lot 18604 implanted (B)(6) 2014. On (B)(6) came the patient into the hospital for on endoscopy control because of his persistent ailments (dysphagia). It was diagnosed an esophagitis, grad 2. On (B)(6). The linx band was explanted. Currently the patient is fine. No more information is available.

Manufacturer narrative:
(B)(4). Device analysis: the analysis of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length meets the specification. The tensile force test graph of the 7-bead segment of the device exhibits extra peaks with below the specification separation force. These extra peaks were observed at the locations with bent links. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.